Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6), 2009.according to the complainant, post-procedure, the patient experienced physical pain, sustained permanent injury, physical deformity and loss of bodily organ system.all other information is unknown and unavailable.